Manufacturer narrative:
Immucor technical support used a remote electronic access method on (B)(4) 2017 to assess the unexpectedly negative instrument test well image outcome in question, which appeared visually equivocal.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.